Event description:
The biomedical engineer reported that upon inspection prior to use, the otv-sc2 video system turned on but there was no output signal to monitor and no endoscopy image to monitor. Another device was used to examine patients. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation, the device has not been received. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to d8, d9, and h3. Please see updates to d8, d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found that the device was serviced by a 3rd party repair center and the power switch was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a mainboard failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.